Event description:
Patient presented to the physician with erosion of the stimulation lead at the neck incision site. Physician brought the patient into the operating room, tucked the stimulation lead deeper, and closed.